Event description:
Device malfunction: difficult to remove, clip separation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of a heavily scarred right common femoral artery after a diagnostic heart catherization procedure. Reportedly, the device was difficult to removed and the physician removed the device with applied force. As he was trying to free the clip from the clip delivery tube, the clip separated, with half remaining in the pt's artery and half remaining in the device delivery tube. Manual compression with the assistance from a non-abbott device achieved hemostasis. The starclose clip portion was observed under fluoroscopy and it appeared stretched out in the pt's leg. The pt was given a gram of ancef due to the lengthy device troubleshooting. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. During processing of this complaint, attempts were made to obtain complete event, pt and device info.